Event description:
Treatment of an avf (arteriovenous fistula). During the procedure with a severely tortuous vasculature, it was reported the physician experienced some resistance during advancement of the guidewire. Upon pulling back on the guidewire, it broke and the broken segment remains in the patient's eca (external carotid artery).

Manufacturer narrative:
The guidewire was returned for evaluation and it was found to be broken at 189.5cm from the proximal end with the broken distal segment missing. Cross sectional analysis of the break point indicated that the failure mode was likely due to torsional overload.pushwire seperation. (B)(4).

Manufacturer narrative:
The broken distal segment of the device will not be returned for evaluation as it remains in the patient. The proximal broken segment of the device involved in the event has not been returned for evaluation.(B)(4).